Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported the cause of the shocking/jolting had not been determined and the sensation had not been resolved. Additional information received 11 days late reported the left scalp wound was flat, clean, scabbed over with no erythema, swelling, or drainage (after ab treatment). The patient had a surge in their left arm with impedance measurement. Impedance readings were within range. The patient also had a surge in their right arm with right sided testing even with the left side turned off. No right sided surges were noted with impedance checks except for a brief tolerable tingling on the right side. Their speech was better and the tremor was under good control. It was not clear whether the tremor was under as good as control compared to the monopolar configurations.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0vf07, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0tux9, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
Information was received from the health care professional (hcp) that reported after the second side was implanted with a lead, they were noticing a jolting on the same side as the impedance measurements. When they measured electrode impedances on the right, the patient felt the jolt regardless of the amplitude at which the impedances were run. The jolting also occurred when making electrode configuration changes. The patient experienced a jolting on the entire right side of the body. They were implanted for essential tremor. This only occurred after the second lead was implanted on the left side. When they would measure the therapy impedances, the issue would not occur and when measuring the electrode impedances on the left side, the issue would not occur. The patient would "jump" and this was not similar to the typical impedance measurement effect when the patient would feel some sensation on the opposite side of the body. The therapy impedances were normal and the electrode impedances were between 1,000-2,000 ohms and the bipolar values were greater than the unipolar. They were feeling a sensation on the wrong side of the body. Additional information received reported they were not able to proceed with programming because they had to test different electrode configurations and the ipsilateral jolts with configuration changes were very painful to the patient. It was thought that some kind of "cross-talk" between the left and right circuits was occurring in the two "globus pallidus interna (gpis)". The hcp thought they were defective. Further follow-up was being conducted to determine what the cause of the shocking sensation was and had it been resolved. If additional information is received, a follow-up report will be submitted.